Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclipp procedure. During the procedure, a mitraclip xt was successfully placed and implanted successfully. After the clip was deployed, the clip opened to approximately 60 degrees. A secondary mitraclip was then implanted to stabilize the cowl clip and further reduce the mr. The procedure was discontinued, the final mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.